Manufacturer narrative:
Per good faith effort (gfe) response received 05jun2025, the issue actually occurred before the device was in use. The customer ultimately replaced both speakers on the device and verified that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
Per good faith effort (gfe) response received 03apr2025, the customer confirmed that both speakers were emitting sound, and the braided wires were not touching the speaker housing; both speakers resistance values were within specification. The customer ordered two replacement speakers and will replace them both when they arrive. In the meantime, the customer has updated the software version from 1.10 to 3.00. With the new software, the error was on the pc motor speaker. The customer also noted that the alarm did go away after the device sat unplugged for an extended period of time, but it reappeared after the device ran for about five minutes and was restarted. This investigation is ongoing.

Event description:
Philips received a complaint by the biomedical engineer (bme) on the v60 indicating that a 1102 "primary alarm failed" alarm error occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The device was removed from service. The patient was moved to another system for procedure. The biomedical engineer (bme) called technical support to report that a 1102 "primary alarm failed" alarm error occurred. The remote service engineer (rse) informed the bme of the latest version of the service manual (version t) and advised the bme of the recommended repair according to the service manual. The bme advised that the likely failure is with one of the speakers and is going to attempt to update the software to version 2.30 for identifying the defective speaker. This investigation is ongoing.